Manufacturer narrative:
On october 25, 2021, mentor received additional information indicating that the patient was confirmed to actually have bilateral breast implant ruptures via pre-operative scan. The patient then underwent bilateral removal of the implants, without replacement. Right breast implant rupture will be reported under mrn: 1645337-2021-12186. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 3, 2021, mentor received additional information indicating that the patient had undergone bilateral breast implant explantation on an unspecified date. Per best estimate, a date of (B)(6) 2021 was added. A supplemental report will be submitted when clarifying information becomes available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture, post-procedure. The patient self-diagnosed a weird feeling on the left breast and on (B)(6) 2021, had an MRI. The MRI results suggested left breast implant intracapsular rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.